Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old female patient, the device failed to discharge and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction in regard to "unable to shock". The device passed all testing without duplicating the report. Review of the device log shows evidence that the three charges on the event date were disarmed by an energy select button press. The customer's report of unexpected shutdown was observed during review of the device data logs. The device log suggests the device experienced a soft reset with no other notable faults. The device is designed to perform a soft reset in the event it experiences an undesired condition to recover full functionality. The device was vigorously tested at zoll and we were unable to duplicate a fault. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.